Event description:
A surgeon reported that a patient experienced blurred vision and "seeing all images in blue color" following intraocular lens (iol) implant surgery. The surgeon believes the symptoms are due to a broken haptic or posterior capsular impregnation. The iol was exchanged for a different model. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent in the gusset region. The anterior and posterior optic surface was scratched. The optical resolution is acceptable; focal length reading is 19.51 equaling a 20.0 diopter. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.